Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert was received. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A download of the transmitter data was performed and a transmitter fatal error was found within the investigation window. The allegation was confirmed. The probable cause was a low transmitter battery.